Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod for almost 3 days their blood glucose level read (>500 mg/dl). It was reported the pods cannula had dislodged from the infusion site (leg). As treatment, the patient drank lots of water.